Event description:
Pt reported, she was hospitalized for 2 days due to diabetic ketoacidosis and was treated with subcutaneous insulin. The infusion device displayed an e7 electronic error a few days prior, and she was able to restart the infusion device and resolve the issue. Pt reported, she felt "well" at the time of the report and was not willing to provide additional info. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.